Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this style of pinnacle grater handle does not detach at the top to get cleaned properly. Tissue and body fluids gets stuck in them making them contaminated. We are requesting to get them replaced with grater handles that can be taken apart at the top. No surgical delay.